Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo_13.7 implantable collamer lens, of diopter -7.5, into the patient's left eye (os) on (B)(6) 2024. On the same day in a seperate surgery the lens was exchanged with a same model but shorter length lens due to excessive vault. This resolved the problem. Cause of event was reported as unknown and unknown if the device failed to perform as intended.

Manufacturer narrative:
Claim # (B)(4).